Event description:
Clinic notes were received for review. A vns patient has been referred for a prophylactic battery replacement. Clinic notes dated (B)(6) 2012 state that the patient's seizures are as frequent but more prolonged and that the magnet was not effective for rescue. On (B)(6) 2012: office visit reported. The seizures are as frequent but more prolonged. Status post vns implantation. Significant improvement was noted. Titration in progress. Vns was interrogated and titrated .he had still 2-4 reported seizures per month. There was no specific timing or identified trigger. He described typically brief seizures with right sided clonic activity. More prolonged convulsion were reported with loss of consciousness, screaming and postictal amnesia vns was interrogated and titrated: 2 ma -- 62; 2.25ma. 20 hz. 250 micros. 21 seconds on -- 62; 21 sec. 3 minutes off -- 62; 3 min. 2.25mamp. No malfunction was identified. The magnet was not effective for rescue. The stimulation was well tolerated. Good faith attempts are underway for further details about the reported event of prolonged seizures. Thus far no further information has been attained.

Manufacturer narrative:
.